Event description:
It was reported that during a cholecystectomy with cholangiography procedure, the clip applier did not work. The clips jumped every time that the device was activated, impeding its use. The clips go out opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. No incident related to the reported event was observed during the batch record review.